Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint that the fbf cable broke. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The instrument passed an electrical continuity test. No broken cables were observed. Failure analysis found the secondary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The damage is located at the distal end. The internal wire was not exposed. Electrical continuity was performed and passed. No thermal damage was observed. Additional observations not reported by site: the instrument was found to have a dislodged grip cable crimp. The instrument was found to have a broken bipolar yaw pulley. A broken piece was not missing as a result of breakage. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the fenestrated bipolar forceps (fbf)cable was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information as follows: the procedure was delayed by about 40 minutes, because the free prep and the anastomosis suture had to be completed under difficult conditions, the instrument no longer functioning. The surgeon even wanted to convert - which they did not do in the end.